Event description:
It was reported that the atrial lead exhibited noise. The lead was capped on (B)(6) 2021 and replaced. The patient condition was unknown. No further information was known about the event.